Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication and laparoscopic cholecystectomy. It was reported the ports were placed. Two hours passed; three trocars showed signs of leakage of pneumoperitoneum. After the entire care, all of the trocars had leaked. There was no consequence to the pt.